Event description:
On march 16, 2006 a knee arthroscopy was being done in the hospital main operating room. After the surgery case was complete and during the sharps count, it was noted that the blade was missing from the knife handle. After careful search on the mayo stand, it was decided, by x ray, to search the patient's knee. The blade was visualized and found imbedded in the knee. The patient's knee was then surgically re-entered and part of the blade was removed. Complete removal of the blade was not possible due to patient health concerns. The next day the patient's knee was surgically re-entered and the balance of the blade parts were removed.